Manufacturer narrative:
The explanted devices will not be returned to bsn, as they were discarded by the medical facility.

Event description:
A report was received that the patient's precision system was explanted. The physician believed the infection was not device related and was a systemic distal staphylococcus infection of the hands and feet. There was no infection surrounding the ipg site. The infection was treated with intravenous and oral antibiotics. The patient is reportedly doing well.